Event description:
It was reported that the bd syringe 50ml ll tip 1ml had leakage. The following information was provided by the initial reporter: material#: 309653, batch#: unknown. Epoprostenol was connected to crrt circuit using the microbore IV tubing with the inline filter that comes already in line with the tubing. This rn noticed pool of liquid under IV pump and then noticed the epo was dripping from where the syringe connects to the tubing. Rn tightened connection between syringe and tubing, but the medication still continued to drip from that area. Epo syringe and entire tubing set changed to microbore tubing with the removable inline filter. No leaking noticed afterwards. The crrt circuit had increasing clot burden and filter pressures throughout the day. The epo line had been changed earlier that day. Leaking was not noticed during shift change safety checks and caregiver signoff but could have been missed. Additional information received on 09oct2025. 1. Was the syringe involved in the event a bd product? Yes. 2. If so, could you please share the material number and lot number of the syringe associated with the reported issue? Packaging was not saved by end used. Material#: bf309653. No patient harm.

Manufacturer narrative:
A customer reported fluid dripping at the connection point between the syringe and the tubing. To support the investigation, one unpackaged sample was received and evaluated by the quality team. A visual inspection revealed that the syringe barrel's luer-lok contained a fragment of a light purple IV tubing connector within its threads. The luer-lok itself showed no visible signs of damage, and no additional defects or irregularities were observed. Based on the investigation and analysis of the returned sample, the reported issue could not be confirmed. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.